Manufacturer narrative:
On 6/27/2017 - the device is currently under investigation.

Event description:
On 6/27/2017 - the consumer claims the product had burned a hole in her skin. Medical attention was not received.

Manufacturer narrative:
On (B)(6) 2017 - the device is currently under investigation on (B)(6) 2017 - manufacturers narrative: it is difficult to read the complaint. What is noticed is that they claim to have been burned by the pad. Performance testing and compliance with specifications will be provided. Through device testing, unit performed within specifications. At 20 min, there are no temperatures that could cause a burn even with sensitive skin. By the 2 hour mark, the temperature of 60 c, which is still within ul130 temperature limits of 75c, could cause discomfort with sensitive skin. How ever this time frame is considered abuse. Ib states use time at 20 min.

Event description:
On (B)(6) 2017 - the consumer claims the product had burned a hole in her skin. Medical attention was not received.